Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: patient experienced eye irritation. None of the staff members required any medical attention other than the one staff member who had her eyes irrigated with the saline solution.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: patient experienced hand and eye irritation. None of the staff members required any medical attention other than the one staff member who had her eyes irrigated with the saline solution.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: patient experienced a rash on her hand and eye irritation which required her eyes to be irrigated with saline and lubricating drops. She also had swollen eyes. None of the staff members required any medical attention other than the one staff member who had her eyes irrigated with the saline solution.

Event description:
The office alleges four staff members experienced eye irritation and a rash on their hands as follows: patient experienced hand and eye irritation. None of the staff members required any medical attention other than the one staff member who had her eyes irrigated with the saline solution.